Event description:
Multiple, similar model, monitors throughout 2017 had the same failure, rebooting on their own. Troubleshooting and involving the original equipment manufacturer, it was found that the main board of the monitor is failing and needs to be replaced. Note that these are three year old monitors. We have had three monitors in 2017 having this problem, and the latest was on [date redacted]. Manufacturer response for patient cardiac monitor mx800, philips (per site reporter): for the previous incidents, the manufacturer performed a repair/ provided the main board that is causing the problem for regular charged fees.